Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that patient's unaided distance vision was not clear. The event continues. The surgeon reported it is unknown if the lens caused or contributed to the event. The anticipated reduction of postoperative astigmatism was not achieved. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.